Manufacturer narrative:
This report is being filed based on the analysis of the image received on august 30, 2021. The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings: monitor wire position throughout the procedure for proper placement of curve and distal tip. Do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. The customer supplied images appear to present the specimen wire reloaded within the dispenser assembly. The distal (formed) end of the specimen presents an indeterminate length of the underlying core wire protruding through the outer coil wraps. The coil wire distal of the protrusion appears to be stretched an indeterminate length. The customer supplied image presents indications of tensile overload of the distal tip joint, as manifested by the entire formed distal curve region of the core wire protruding through the outer coil wire and subsequent stretched coil damage. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: patient complications: no patient complications. Description of the event: xsmall safari wire was used in watchman procedure to exchange trans-septal sheath for watchman truseal access system. When wire was retracted the distal end had lost its shape and rigidity and was stretched out like a long spring. What troubleshooting steps took place? None. What troubleshooting steps, if any, resolved the issue? What is the next course of action? The wire was ruined and unusable. Are any patient status updates available? The patient did not seem to be affected. Additional information received on august 30, 2021: there was no damage to the wire prior to the insertion. The wire seemed to function normally via fluoroscopy and only was found to have lost its shape and rigidity once it was out of the body. The curve of the safari wire was not looped within the catheter. The procedure was completed as usual with no harm done to the patient. At the point the wire was retracted it was no longer needed to complete the case.